Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the device had insufflation problems. A replacement unit was used, however, the shaft of the device got "broken" at a 30 degree angle. The case was converted over to an open leg procedure. The hosp did not report any pt complications. This report is for the second device, because the procedure got converted to open leg surgery.

Manufacturer narrative:
Investigation details: it was observed that the shaft material was deformed at the two bend sites. The complaint is confirmed.